Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended and no ablations were recorded. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2018-00350. During a premature ventricular contraction (pvc) procedure, a pericardial effusion occurred. The ablation catheter was used for mapping an epicardial pvc within the coronary sinus. After mapping was completed, a coronary angiogram was performed to identify the location of the left coronary artery in relation to the earliest activation site within the geometry and fluoroscopy. The physician decided to abort the procedure as there was too much risk to ablate in the location of earliest activation. Before removing the ice catheter, the patient complained of chest pain and became hypotensive. The ice catheter revealed an effusion within the coronary sinus. A pericardiocentesis was performed and the patient stabilized. There were no performance issues with any abbott device.